Manufacturer narrative:
The scale was requested for return to the manufacturer for investigation. However, we have not received the device back for investigation. No injury to the user was reported.

Event description:
The patient reported that the batteries inside of their scale became hot and started to peel.